Event description:
After the physician coiled the aneurysm, he then wanted to place an enterprise stent. The physician positioned the prowler select plus and then removed the guidewire, but the enterprise stent encountered resistance when trying to pass into the microcatheter. We removed the stent and extended it into a bowl of saline. The stent appeared to "catch" on the introducer as it passed back and forth while outside the microcatheter. The doctor placed it back into the mc and tried to advance the stent again. This time, without the sales rep knowing it, he pulled back on the introducer and attempted to feed the stent into the mc. He got it partially in, but then it deployed entirely, half in the microcatheter and half outside. They had no backup stents, so they removed the enterprise and tried a neuroform that broke. The doctor removed it and decided not to stent the patient. Additionally, the select plus 150/5 cm microcatheter is being reported now because it may have contributed to the reported malfunction sustained by the enterprise stent.

Manufacturer narrative:
After resistance was encountered inserting the enterprise vrd into the hub of the prowler select plus microcatheter (mc), the enterprise stent deployed in the hub of the mc. After the coiling the aneurysm, the physician decided to place an enterprise stent. After positioning the prowler select plus and removing the gw, resistance was encountered when attempting to insert the stent into the mc. The delivery system seemed not to advance through the hub of the microcatheter. In retrospect, it was reported by the rep that it was possibly due to the enterprise system introducer not having been seated in the hub as indicated in the (IFU) information for use. Additionally, the physician indicated that the stent felt like it was getting hung up on the enterprise system introducer. After the initial difficulty, the enterprise stent retracted into the introducer and removed from the microcatheter. Then, the enterprise system was tested in a saline bowl. While in the saline bowl, the stent was advanced out of the introducer while ensuring it was not advanced past the recapture point, so that it would not deploy. During testing with the enterprise delivery system in the saline bowl, the physician indicated that he felt the stent catching on the enterprise introducer. After the enterprise was tested in the saline bowl, the physician attempted to insert the stent in the microcatheter. After the enterprise was tested in the saline bowl, the physician attempted to insert the stent in the microcatheter, but the stent dislodged in the microcatheter/hub. This time, without the sales rep knowing it, the physician pulled back on the introducer and attempted to feed the stent into the mc, but the stent dislodged in the microcatheter/hub. Both products were removed and another system was inserted, but the second system (noncordis neuroform and competitor's microcatheter) failed and during advancement, the physician decided to reschedule the patient and complete the procedure another day, because there were no other stent systems available. The product was received for analysis, but the assessment has not been completed. Additional info will be submitted within 30 days upon receipt. This is the first of two products involved with this product malfunction, which is associated with mfg report #1058196-2007-00164.